Manufacturer narrative:
This event was reported in error. As reported, the impactor handle broke during use. No fragments, parts or pieces fell into the patient or the wound site as this device is not used over/near the open wound. The reported event did not lead to a surgical delay/prolongation or injury to the patient and does not have a history of past injuries. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the broken instrument reported was likely the result of improper use of the device during surgical procedure, as supported by durability testing, review of instrumentation design, and operative technique.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the impactor handle broke during use. No fragments, parts or pieces fell into the patient or the wound site. The reported event did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.